Event description:
Event description guidant/crm received information that this endotak c lead was removed from service due to a lead fracture. The patient came into the emergency room after passing out while at work. Pauses in pacing due to oversensing of the ventricular channel. The implantable cardioverter defibrillator was removed from service due to syncope/weakness and non-capture.